Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the ipg was placed in an uncomfortable position over the patient's rib cage. The patient underwent a revision procedure wherein the ipg was moved lower and was reportedly doing well.